Event description:
We received a report that an tecnis multifocal zmb00 zmb00u0165 was explanted after the patient experienced an unexpected post-operative surprise.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptic and the presence of a diffractive ring pattern on the optic. Only one half of the lens was returned. The lens optic is damaged and scratches are present. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed. The documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. No process and/or material changes were noted. There were no discrepancies or defects found during the review that were related to the complaint. Product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.